Event description:
Upon attempting to install a new lifeband on the autopulse platform (sn (B)(6)) during a shift check, the autopulse platform would not accept the lifeband and displayed an unknown error message. The customer suspected that the autopulse platform may have displayed user advisory (ua) 45 (not at "home" position after power-on/restart, but due to a lack of autopulse batteries, they couldn't power up the platform to replicate the issue. No patient involvement.

Manufacturer narrative:
The autopulse platform in the complaint was returned to zoll on 03 july 2024 for evaluation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) would not accept the lifeband was not confirmed during functional testing. The reported complaint that the autopulse platform displayed an error message was confirmed in the platform's archive data and during functional testing. The customer couldn't recall the error message displayed on the platform's lcd and suspected a user advisory (ua) 45 (not at "home" position after power-on/restart). The archive data revealed that on and around the customer's reported event date, the autopulse platform had displayed user advisory 20 (position out of range) multiple times upon powering up. The root cause of the ua20 advisory messages was that the driveshaft was not in "home" position, most likely attributed to unintended user error. User advisory is normally a clearable error message, and it is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per zoll autopulse user advisory, fault, and alert ID code reference, ua20 occurs when the encoder driveshaft is not within the normally acceptable range of positions. Typically, if the user advisory 45 (driveshaft not at "home" position after power-on/restart) is not resolved properly, it leads to ua20 because the driveshaft is not restored at its "home" position. To clear a ua20, return the driveshaft to its "home" position using the platform's administrative menu. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
The autopulse platform failed initial functional testing due to user advisory 20 (position out of range), confirming the reported complaint as the archive data verified that ua20 occurred multiple times on and around the customer's reported event date.